Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer was hospitalized on an unknown date and had experienced hyperglycemia and that the insulin pump was not turning on. Customer's blood glucose level was over 500 mg/dl at the time of incident. Customer did not mention any treatments and symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.